Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the clinic with dizziness. Oversensing of the rv lead was observed during interrogation, which led to pacing pauses of up to four seconds. X-ray did not show any visible bending or cracks. A new rv lead was implanted and the old lead was left implanted for use of the shock function only. The patient was reportedly in stable condition.